Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. During the follow-up call, the patient informed the mss that the power issue initially was intermittent; however, came to a point when the meter would no longer powered on. The patient did not recall the date she was no longer able to test her blood glucose due to the power issue. The patient manages her diabetes with oral medications and confirmed that she continued to take her usual dose of medications despite not being able to test her blood glucose. On an unspecified day/time, after the power issue started, the patient reported that she ¿passed out¿ while paying her bills. The patient stated she was ¿out¿ for approximately 10 minutes and regained consciousness on her own without any medical intervention. The patient stated when she aware she was felt confused and called her son who was upstairs. The patient stated her son came down and stayed with her. The patient did not recall if she treated herself or received treatment. The patient mentioned she contacted her doctor and scheduled a doctor¿s visit; however, did not recall details of the doctor¿s visit. At the time of troubleshooting, the customer care advocate noted that the patient was able to power on the subject meter both manually (by button press) and when a strip was inserted. The alleged power issue could not be duplicated. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged power issue began.